Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife initially called for assistance with some of the programming on the insulin pump. The wife later called stated the customer had a high blood glucose reading of 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test. It was later stated on a follow up phone call that the customer went to the emergency room for mild diabetic ketoacidosis. It was stated that the customer was not administering insulin prior to the hospitalization because his wife was not present and he couldn't remember to do it on his own. Nothing further was reported.